Event description:
The reporter indicated the surgeon implanted a implantable collamer lens into the patient's right eye (od). The patient experienced excessive vaulting and headaches. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).